Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her mother (the patient) and reported that on (B)(6) 2011, the patient suffered a hypoglycemic event. The reporter indicated, the patient was found unresponsive by her grandson at an unspecified time. Paramedics were contacted at 1:15 pm since the patient could not drink anything. At an unspecified time during the time of concern, the patient's blood glucose (bg) was tested and a result of "42 or 47 mg/dl" was obtained. The patient was reportedly treated with an IV containing d50. When the patient woke up, her son fed her and the patient's bg rose to "156 mg/dl." The patient was not transported to a hospital and the paramedics left at approximately 1:30 pm. Through troubleshooting, the animas representative involved in this contact observed that the pump's time was off by 12 hours and the day was off by one day. A review of the pump's history revealed that the pumps battery was changed on (B)(6) 2011, by the patient's other daughter. The reporter was unsure if the pump's date/time was changed during the battery change. According to the reporter, the patient's bg levels had been dropping to the "50's" in the morning and she had been developing symptoms of sweating, confusion, and hunger. The reporter removed and reinserted the battery during troubleshooting and the pump did not revert to the default date/time. The reporter successfully performed the rewind, load, and prime steps of the pump. The pump's date/time was also corrected by the reporter. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg event and required assistance from paramedics as a result of the pump's time being off by 12 hours. At this time, it is unknown how the pump's date/time became incorrect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no history in the black box from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the pump vibration was not working; the pump was opened and the motor was not making an electrical connection. The audio tone function was confirmed to be working; the pump would still be able to alert the user of an issue.